Manufacturer narrative:
A company rep evaluated the unit and was unable to duplicate the malfunction. The unit is being sent to (B)(4) repair ctr for further eval.

Event description:
An issue occurred with a dpm 7 monitor which caused a temporary loss of pt monitoring. No pt injury was reported.